Manufacturer narrative:
(B)(6). Device evaluation: product evaluation cannot be performed as the lens remains implanted. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after cataract surgery, during a post-op visit it was observed the patient had endophthalmitis. Surgeon is not sure from where the infections are coming from. Patient was implanted with a model zct225 intraocular lens, and healon duet viscoelastic was used. After follow-up we learned the surgery was without any issues and patient outcome was fine. No further information provided. This report captures the event for the model zct225 intraocular lens. A separate report is being submitted for the healon duet.